Manufacturer narrative:
(B)(4)

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the gantry microphone to hear the patient was not working. The philips field service engineer (fse) confirmed the gantry microphone was disconnected and the operator could not hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that there was no communication through the loudspeaker with the patient. The auto-voice feature was working as expected and the patient was able to hear manual instructions from the operator; however, the operator was not able to hear the patient. The philips field service engineer (fse) confirmed that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) called the customer site on (B)(6) 2018 and was able to remotely instruct the local hospital support team on how to check the audio cables. It was confirmed that the audio cable for the microphone connection at the rear gantry cone was loose (not disconnected), which is why the operator was unable to hear the patient. The local hospital support team successfully reconnected the audio cable to the microphone connection to correct and resolve the issue; no parts were replaced. The system is operational and in clinical use. This event has been determined not to be a reportable event.